Event description:
A malfunction, identified by code malf 24, was reported on the customer's insulin pump, and the fault could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support sent a replacement pump and instructed the customer to return the malfunctioning pump using a prepaid shipping label within 10 days.